Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a smashed connector tip; moisture on the charged coupled device lens; and cable was reprocessed incorrectly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus there was no image displaying on the hd camera head. The issue was found during preparation for use for an unknown diagnostic procedure that was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: that no image is displayed due to moisture on the charged coupled device lens. Olympus will continue to monitor field performance for this device.